Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 438 mg/dl and 194 mg/dl on aviva meter (system 1) and 180 mg/dl on aviva meter (system 2). The same vial of strips was used with both meters. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.